Event description:
Patient arrested in operating room holding area prior to surgery. During CPR attempts defibrillator "fired" successfully on attempts 1,2, and 3; "misfired" on attempts 4 and 5; and "fired" sucessfully on attempts 6 and 7. Patient expired. In the expert opinion of the anesthesiologist in attendance, the malfunction did not contribute to death. Evaluation by hospital's cbet indicates that output and battery level were okay. Discharge switch on sterum paddle was damaged. Equipment was replaced and was impounded pending further evaluation by the rental company (equipment owner). This second evaluation with rental company occurred on january 21 and equipment was released to themdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem, control switches/knobs/toggles, defibrillator paddles. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.